Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had called in having blank screen after they had a low battery alarm, blood glucose value was 258 mg/dl at the time of the incident. The customer reported that the display did not return after trying multiple new batteries. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected power loss alarm and no replace battery now alarm during testing. No blank display noted.